Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender, and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: clinical engineer. Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a gas loss in iab circuit alarm. There was no patient harm or adverse event reported.